Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
1 MDR for at least nine (9). It was reported that "at least nine" (9) units of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified locations. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction was made to the previously submitted b5. "1 MDR for at least nine (9)" will be removed. The device was manufactured from may 08, 2019 - may 09, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.